Event description:
It was reported the patient experienced a decrease in pain relief several months ago. An MRI was performed and an inflammatory mass was diagnosed several months ago. It was stated the drug was replaced with preservative free normal saline for approximately 30 days. A follow-up MRI was performed a month ago and the inflammatory mass had not changed. On (B)(6)-2015, the saline was replaced with fentanyl and clonidine. The patient was also given a personal therapy manager (ptm) at this time (lockout interval of 10 minutes, dose restriction interval (dri) of 2 activations every hour, and maximum activations of 10 per day). The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, lot# j11297r11, implanted: (B)(6) 2002, product type: catheter. (B)(4).